Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 420 mg/dl. Customer stated act button is not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. The customer was treated for high blood glucose with a shot. Customer declined troubleshooting for high blood glucose since act button was not working.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery tests due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.